Event description:
The account alleges that during a therapeutic paracentesis procedure, the physician reported that the catheter was not draining. Upon removal of the device, it was noted that the catheter tip was missing. Ultrasound imaging confirmed that the catheter tip was retained in the subcutaneous tissue of the right lower quadrant of the abdomen. Surgical consultation was obtained and removal of the retained fragment was scheduled. The device and packaging were not retained for evaluation.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.